Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the caller's blood glucose level. The technical support team advised the caller on how to properly press the button and, as the issue persisted, decided to replace the pump. The caller was instructed to switch to a multiple daily injections method of insulin delivery while waiting for the replacement and to return the faulty pump using a pre-paid label.